Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 2 devices were returned to resmed/ resmed authorized service centers and evaluations confirmed the complaints. Of the 2 reported complaints with device returns: 1 was due to contamination/water damage within the device from mishandling; 1 was due to a software issue resolved with a software upgrade. All devices were serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
This report summarizes 2 malfunction events where it was reported to resmed that astral 100 devices displayed error messages. All error messages are designed according to relevant iso standards and design inputs to prevent a fault from becoming a hazard for the patient. There was no patient harm or serious injury reported as a result of these incident.